Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). In (B)(6) 2012, a promus element everolimus-eluting coronary stent system was implanted in the mid rca and in (B)(6) 2018 a 10 mm x2.50 mm wolverine coronary cutting balloon monorail was advanced in attempt to dilate and failed to cross the isr. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.